Event description:
As reported: "an alpha femur antegrade targeter broke during a case. When the doctor was striking the strike plate from the bottom portion of the targeter, where the wheel was flew off. The strike plate and targeter both broke. Excess force was used. Rep had another strike plate and the wheel did not interfere with the holes at the bottom of the targeter. This took place during a primary surgical event. The procedure was completed successfully with a 20 minute delay. Had to modify the instrumentation because the breakage threw off the trajectory of the holes. No impact to the patient."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Please note the corrections to d9/h3 as the device was not returned for evaluation. Please also note the corrections to h6 health impact codes. The reported event could not be confirmed, since the device was not returned and no additional information was available. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition unknown.

Event description:
As reported: "an alpha femur antegrade targeter broke during a case. When the doctor was striking the strike plate from the bottom portion of the targeter, where the wheel was flew off. The strike plate and targeter both broke. Excess force was used. Rep had another strike plate and the wheel did not interfere with the holes at the bottom of the targeter. This took place during a primary surgical event. The procedure was completed successfully with a 20 minute delay. Had to modify the instrumentation because the breakage threw off the trajectory of the holes. No impact to the patient."